Event description:
Device 4 of 5 (refer to manufacturer's report numbers 1627487-2008-00034 for device 1, 1627487-2008-00035 for device 2, 1627487-2008-00036 for device 3, and 1627487-2008-00038 for device 5).

Manufacturer narrative:
Device history record and sterilization record were reviewed, no anomalies were found. Extension was returned incomplete and could not be functionally tested. Results - all records reviewed were found to meet specifications. No functional testing was performed on incomplete extension. Visual examination found slight discoloration on extension header and extension lead segment but no other anomalies. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.